Event description:
Implants put havoc on my immune system. My body rejected the implants. My valve on the implant had a mold spot on it. Autoimmune disease, fast heart rate, high blood pressure, low white blood cell count, hormone imbalance, anxiety.